Manufacturer narrative:
The reported event of a cobra deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 28mm amplatzer septal occluder was selected for implanted. Post deployment a cobra deformation was noted. The device was resheathed and exchanged for a non-abbott device. The patient was reported to be in stable condition.